Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. Stock audit 917 ((B)(4)) was issued to product code (B)(4) inspected to aql .40 32 piece sample no non-conformities were reported. The investigation could not draw any conclusions about the reported event: however, it is believed this screw was left out after usage. It was not left out during the manufacturing and or packaging operations, therefore it is concluded not to be a supplier related issue. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Screw missing from femoral adaptor clamp. Found in kit returned from hospital.